Manufacturer narrative:
The device was received for evaluation. The reported problem of "air in line" could not be reproduced during evaluation. A review of the event history log revealed air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration ultrasonic sensor. The ultrasonic sensor requires calibration to address this issue. The reported problem of "under infusion" could not be reproduced during evaluation. The device passed flow accuracy testing during evaluation. No hardware/software abnormalities could be found during evaluation. No correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an under infusion and an air in line issue occur during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.